Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
User states itching; redness after four hours. States upon removal; skin was torn because the dressing was hard to remove. The closed; red wounds were on the right buttock and left inner thigh and had itching in both areas. User states she has sensitive skin and reacts this way to many products. Recommended: aloe vera medicated wipe; baby wipes with baby oil; vitamin e oil.